Event description:
Patient had gynecological surgery. Product (flo-seal hemostatic matrix 10ml) was used to assist with achieving hemostasis. Pt returned to surgery a few weeks later for persistent pain and found to have granulomatous and focally necrotizing foreign bodies. Pathology report confirmed multiple granulomas negative for malignancy. Surgeon believes patient had a reaction to the product. Product insert adverse events document giant cell granulomas when used in the brain and foreign body reactions at implant sites.====================== health professional's impression======================general surgeon who performed the 2nd surgery (when patient returned complaining of pain) believes the granulomas to be a reaction from the product.